Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported complaint of charging anomaly was confirmed. Analysis confirmed one of the high voltage capacitors had internal arcing and was unable to charge normally. The root cause of this anomaly was misalignment of the high voltage capacitor cathode.

Event description:
It was reported that after interrogation it was noted that the charging capacitor was reached. Noise was found in the ventricular channel. The device was explanted and replaced.